Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent early-morning low glucose, with a documented blood glucose of 53 mg/dl. The user self-treated with oral glucose and a nasal sugar dose and reported not announcing breakfast because meal announcements lead to lows. Symptoms included hypoglycemia with the user stating he did not feel well. Outcomes included an unexpected medical intervention in the form of medication to treat hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.